Event description:
No additional information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer.device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision surgery 3 years post implantation due to elevated ion levels, acetabular component loosening, limb length discrepancy, pain and scar tissue. Cup, liner, head and neck were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as device location is unknown . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted part # 00801803202/ femoral head/ lot # 61661886. Part # 00784800300/ modular neck/ lot # 61588254. Part # 00771301100/ stem/lot # 61569688. Part # 61569688/ shell/ lot #unknown . Part # 00875201232/ liner/ part # 61376932.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted concomitant medical products: unknown part #/ unknown cup/ unknown lot #, unknown part #/ unknown liner/ unknown lot #, unknown part #/ unknown head/ unknown lot #, unknown part #/ unknown stem / unknown lot #. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -04598, 0001822565 -2019 -04390.

Event description:
It was reported patient underwent l hip revision approximately 3 years post implantation due to unknown reasons. During the procedure stem, neck and head components were removed and replaced.requests for additional information have been made; however, none is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: 00875705601 ¿ continuum shell ¿ 61610407. Reported event was confirmed by review of medical records noting patient has elevated metal ion levels. Acetabular component is loose along with a discrepancy in the limb lengths, pain and scar tissue. Shell is surrounded with lots of scar tissue and in too vertical orientation. Surgery was completed with a new zb neck and head and a competitors liner and cup. DHR was reviewed and no discrepancies were found. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.